Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 806:10 was confirmed by service. This condition was caused by a defective pump head module (phm). The phm was replaced to fix the reported condition. Additional information: a 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Event description:
During service by baxter (B)(4), a colleague infusion pump was found to have experienced failure code 806:10, which interrupted delivery. It is unknown when this event occurred. There was no reported patient involvement, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with user interface module master software version 6.63.90.